Event description:
A consumer reported that a pt experienced symptoms of hypoglycemia while using a surestep meter. Pt reportedly thought that the ss meter was giving false results and so took less insulin. Pt has been experiencing irritability, dizziness, light-headedness, disorientation and tiredness. There has been no report of any medical interventions or hospitalizations. No further info has been reported.